Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that reason for return was due to failed calibration. No patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was related to a previous repair. Visual inspection found missing battery door, cracked battery compartment, and a bent latch/lock. There was no evidence of the reported problem in the event history log. The reported problem was not duplicated, the pump was able to calibration and occlusion testing passed. The pump was found to be operating properly. It was recommended however that the downstream occlusion sensor be replaced as preventative measure. The investigation found no fault with the device. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Other text: b5: additional information received on 24-aug-2022 via email and attached in complaint object: all issues found with this device were found during testing and recertification at our facility. No patient involvement was indicated at the time the pump was received at our facility. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.